Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "scarce lamellar liquid," and "glandular tissue secondary inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "scarce lamellar liquid," and "glandular tissue secondary inflammation".

Event description:
Healthcare professional reported left side "rupture," "scarce lamellar liquid," "folds," and "glandular tissue secondary inflammation." Device remains implanted.